Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the patient presented with grade 4+ degenerative mitral regurgitation (mr) for a mitraclip procedure. During the device preparation, there was a loss of fluid column observed at the hemostasis valve of the steerable guide catheter (sgc). This took place when the sgc was loaded over the guide wire, and the technician loosened the cap of the dilator to allow the wire to exit. The sgc was replaced with another device to complete the procedure. The mr grade was reduced to grade 1 post procedure. There were no reported adverse patient effects or clinically significant delay.

Event description:
Subsequent to the previously filed report, additional information was received: no additional aspiration was provided outside instruction for use(IFU). No air was observed inside anatomy.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.